Event description:
Symptoms of occlusion/vascular occlusion [vascular occlusion]. Rha2 on lips [off label use]. Case narrative: united states report received from physician via company representative on (B)(6) 2023 and refers to female patient of an unknown age had received rha2 on an unspecified date in 2023, for an unknown indication. An unknown volume of rha2 syringe was applied on lips using an unknown injection technique. It was not reported if the needle was used from the box and cannula was used during the administration of rha2. On (B)(6) 2023, the patient was canulated the facial artery. No medical history was provided. Concomitant medications and food supplements were not provided. On (B)(6) 2023, the patient had symptoms of occlusion after injection and her lower lip was affected. The physician had used by lanes and other medication to treat. On the same day, the patient was initially treated with heat, nitroglycerin, (B)(4) units of hylenex, massage and medrol dose pack. It was reported that, before the patient left the office, the injector noticed that the patient¿s lip was ¿dusky¿ and used the above treatments for the vascular occlusion. On (B)(6) 2023, the physician injected around two boxes of hyaluronidase which did not seem to help improve the capillary refill. On the same day, the patient was then seen by another physician, who canulated the facial artery and injected with two vials worth of hyaluronidase. On (B)(6) 2023, the patient visited physician. Another provider stopped by the practice with a ultrasound and confirmed that the vessel was patent so no clot remained. The patient was injected with two more vials of hylenex to help prevent potential scaring of the local tissue. The patient started doing hyperbaric oxygen therapy (one hour a day for five days) and was started on a z pack but switched to augmentin. The patient was also taking oral diflucan, valtrex, and a medrol dose pack. The patient was 97% recovered with no sign of scarring, no purple, and very minimal pain. On an unknown date in (B)(6) 2023, the outcome of the event was recovered. The intensity of the event was not provided. It was not reported if the product was available for return. Health effect - clinical code: e2328, obstruction/occlusion. Health effect ¿ device code: a2304 off-label use. No additional information was available at the time of this report. Supplemental information received from company representative on (B)(6) 2023. Additional reporter details added. Treatment, procedure details and outcome of the event updated. Narrative amended accordingly. Case comments: a causal relationship between the rha and reported vascular occlusion is assessed as definite based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.